Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have sore throat, headache, dizziness/lightheadedness, nausea, difficulty breathing, shortness of breath, heaviness to chest, spots to lungs, heart, and liver. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on mar 18, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging sore throat, headache, dizziness, lightheadedness, nausea, difficulty breathing, shortness of breath, and a heaviness in chest. Patient also states that a lung scan showed the presence of spots on the lungs, heart, and liver. The patient also reports that the device has alarmed, is noisy, and that the power does not remain on. The patient states that the device is warm, has warm airflow, and the power supply is too hot to touch. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. Operational testing showed that the unit provided flow. No unusual noise or odor was observed coming from the device during operational testing.the test was performed with a known good humidifier and power supply, and active lung simulation. The device settings for the test were as follows. (15mm tube, heated tube set to level 5, CPAP therapy, 20cmh20 pressure, humidification fixed level 5, ramp off). Manufacturer could not investigate the issue with the power supply as it was not returned with the device. During the investigation manufacturer observed a slight unknown red colored contamination and fibrous contamination was present on the exterior of the top enclosure under the right-side accessory door,· slight dust-like and fibrous contamination was observed on and around the iso port,gray and white unknown contamination at the air input of the blower box at the filter area, single hair-like contamination on the inside of the front panel, potential mineral deposits on the blower motor and the blower box, indicating potential water ingress, dust-like and hair-like fibrous contamination was observed on the blower outlet seal, an unknown (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes thathere is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.found no evidence of sound abatement foam degradation or breakdown.manufacturer was unable to confirm any of the patient complaints with the device. Pil was unable to investigate the patient's complaint of the power cord becoming too hot to touch, as it was not returned with the device. The thermal testing with a known good manufacturer power supply did not reveal any signs of overheating, suggesting that the condition was not caused by the device itself. Pil is unable to address the patient symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.